Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified two depressed battery contact pins which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "unit will not hold battery secure" which was reproduced during evaluation. The device was found to have two depressed battery contact pins leading to intermittent power. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "unit will not hold battery secure". There was no known patient injury or medical intervention associated with this event. No additional information is available.